Manufacturer narrative:
(B)(4). Pump passed the displacement test and self test. Unit received with motor error alarm during the basic occlusion test due to loose/flush drive support disk. Unable to perform the unexpected restart error test, prime/a33 test, excessive no delivery test, and occlusion test due to motor error alarm. Pump received with normal operating current. Pump passed off no power test. No unexpected low battery alarm anomalies noted, and no unexpected battery power loss anomalies noted. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis, and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer was able to complete pump rewind. Customer did not report an motor position encoder error alarm. The customer stated that the drive support cap was normal. Customer stated that insulin pump had no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.